Event description:
A posterior cervical fusion with vuepoint fixation was performed on (B)(6) 2012. The construct appears to extend from the c3 to c7 vertebral bodies. Radiographs taken during a routine f/u visit and provided to nuvasive on (B)(6) 2013 depicted a fracture near the neck of the screw in the c4 vertebral body. The shank remains embedded in bone and no migration of implant components has been reported to have occurred. The pt is reportedly asymptomatic and the surgeon has no plans for revision surgery at this time. The pt will continue to be monitored radiographically by the surgeon to determine when or if add'l surgery is necessary.

Manufacturer narrative:
(B)(4). The amount of time between initial surgery and the reported issue suggests that delayed union or the pt's post-surgery activity levels may be contributing factors to the reported event. The implanted product has not been returned for eval and no revision surgery is planned at this time. Should the product be returned, investigation will resume and any relevant info will be reported. Labeling review noted the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."